Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (unknown concentration at 50 mcg/day) and baclofen (unknown concentration at 3 mg/day) via an implantable infusion pump. It was reported that the patient had just moved and one of their two implanted pumps was alarming. The patient had missed their refill appointment prior to moving and they didn't have a doctor yet at the new location. She stated she was going through withdrawal and the pump was critically alarming due to the empty reservoir. It was unknown which of the two pumps was alarming. The refill was not able to be performed because the patient's insurance had not yet transferred to the new state. The issue was not yet resolved and the patient's weight was unknown. No further complications were reported.